Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. A non-boston scientific device was used to fully inflate it before it was removed successfully. There was no damage was observed. The rupture was in the shape of a pinhole. A different device was used to complete the procedure. No complications reported, and patient status was good.